Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was ¿high¿, per cgm meter reading. The cause was due to the customer's non-tandem infusion set site falling off of their body. The customer also reported that they reinserted the site after it fell off. Cts educated that a site should not be reinserted and suggested for the customer to change site. The customer declined to provide additional information including infusion set manufacturer and how the high bg was addressed.